Event description:
It was reported that there was recent noise and oversensing on the right atrial (ra) lead and a high, out-of-range pace impedance of 2000 ohms at implant. A lead safety switch (lss) notification was later observed, along with far-field signals seen on the ra lead which were not oversensed due to an appropriately programed blanking period on the ra channel. The device and leads remain in service. No adverse patient effects were reported.